Event description:
It was reported that the patient experienced a shocking/jolting and surging sensation in her legs. She has a constant ache and numbness in her legs. Her device sticks out more and has moved due to weight loss. She was at home and a lead revision has been scheduled. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).